Event description:
During the procedure the tip arced and burnt the inside mouth of the patient. The surgeon was approaching the tonsil going along the top of the mouth. When the device was activated there was a spark/arc from the blade (at the rear of the mouth) to the middle of the lower lip. The contact stated there was some distance between the lip and the blade as the spark was fairly significant. The doctor felt there was possibly a break in the "insulation" of the device. The reported result was a small white burn on the lip.